Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "on (B)(6) 2018 at 15:15 p.m., the intellivue mp50 patient monitor did not alarm for a patient in ICU who had an asystole". The device was in use for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.